Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including an ipg on (B)(6) 2010. The patient reported ineffective stimulation. He had been reprogrammed multiple times, but without success. On (B)(6) 2011, it was found the patient has not charged his ipg in a long time.